Event description:
It was reported that patient presented in clinic for follow up when inappropriate atp and hv therapies were observed via stored egm during af with rvr due to intermittent atrial undersensing. Programming changes were recommended.